Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade iii/IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii-IV. Device remains implanted.

Manufacturer narrative:
Further investigation: review of DHR for work order 3151869 did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii-IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device weight within specification, crease folds, and deformation. A split in the patch area was observed; this was assessed as out of specification and characterized as a workmanship. Cloudy in the gel was observed after autoclave cycle. Based on the device analysis the final assessment was split in patch area assessed as a workmanship. A further investigation was initiated.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii-IV. Device has been explanted.

Event description:
Device has been explanted.